Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. Additional information: surgeon statement: "I just think it's an unfortunate co-incidence, I don't think it has anything to do with the new stapler. I inspected the staple line at the time and it appeared to be fine." The complaint could not be confirmed because no device was returned for analysis. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformances. Complaint information is trended on a regular basis to determine if further investigation is warranted.

Event description:
It was reported that during a laparoscopic right hemicolectomy procedure for a patient with benign polyps, the device with the blue staple height was selected intra-luminally. First firing for side to side anastomosis, observed the staple line and it appeared to be in-tact and not bleeding. They closed the open end of the anastomosis with a stapler without incident. Twelve - 24 hours post-op, the patient suffered rectal bleeding that the surgeon believes to be from the intra-luminal anastomosis. Patient lost approximately three units of blood, was monitored and bleeding stopped. Patient is now stable. The customer disposed of one device and one reload. Additional information being requested.

Manufacturer narrative:
(B)(4)